Event description:
Major pump unit(s) involved: external control system failureadditional text: batterey clip connection brokespecific component(s) involved: other component malfunction, specifyadditional text:other component: battery clip connectioncausative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of external controllerother intervention :implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: other component malfunction, specify.